Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air in line sensor failed. Found during testing, there was no patient involvement.

Manufacturer narrative:
D3: correction. D9: 12-nov-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifting and the upstream occlusion (uso) seal was buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and confirmed the customer reported issue. The air in line sensor was replaced to resolve the issue. The dso and uso seals were also replaced.